Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead indicated that his lead was about the fracture due to high impedance measurements. The patient did no specify which lead was about to fracture. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate that this lead remains in service no adverse patient effects were reported.